Manufacturer narrative:
An event regarding loosening and corrosion involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: not performed as no medical information was received for review -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postoperative diagnosis: patient underwent primary tha (B)(6) 2013 and subsequent revision surgery on (B)(6) 2015 for iliopsoas tendinitis symptomology. Corrosion in cup screw, acetabular cup found to be loose. All components revised except femur.